Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
During t2 scn surgery, the tip of drill was broken and remained in the patient body.

Manufacturer narrative:
Product inquiry stated the drill, tri-flat t2 femur to be the subject product. No further associated products were reported. A physical examination could not be carried out as the device was not returned to stryker (B)(4). Moreover, a review of the device history could not be carried out as the lot code was unknown. Thus, a reasonable examination was not possible. According to information received the device was discarded by the customer. The reported event (¿tip of drill was broken and remained in the patient body ¿) could therefore not be confirmed. Further information regarding the event could not be provided. With the information given the exact root cause could not be determined. The file will be closed formally in accordance to our procedures. In case the item and / or substantive information will become available in future the file will be reviewed and reopened. No non-conformity was identified.

Event description:
During t2 scn surgery, the tip of drill was broken and remained in the patient body.